Manufacturer narrative:
No product is being returned for evaluation. (B)(4).

Event description:
At the end of the case, the drapes were removed and it became very clear to the surgeon that the patient's leg was in an abnormal position. In fact, the patient's foot was internally rotated past 90° while the patient was still facing the ceiling. In order for the leg to be in this position, the patient's ankle was almost completely dislocated. The patient went up in the recovery room complaining of severe pain in her right ankle. She did not have any complaints of pain in her surgical hip, but only pain in her ankle. No defect with the hip distractor was reported. Within the incident report it was alleged that the situation resulted due to improper use of the device.